Event description:
Additional information received identified therapy was restored postoperatively. The issue has resolved.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge the ipg as recommended. As a result the ipg deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted replaced with another model.